Event description:
It was reported, pt had a nail implanted for a fractured hip. The nail broke at the lag screw junction. Pt was revised to a bipolar hip.

Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed, any additional info will be reported in a supplemental report.